Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was receiving recurring unexpected restart alarms on insulin pump. No symptoms were indicated and no treatment necessary. Blood glucose level at the time of incident is unknown. Trouble shooting occurred but issue remains unsolved and patient continues to receive unexpected restart alarms. The customer was advised that they can continue to wear the pump until replacement arrives. Product will be returned for further analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. (B)(4).